Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 01/19/2018, that on (B)(6) 2018, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated that itching began when the sensor was removed due to the end of the seven day senor session. The skin itched where the sensor adhesive had been. The location of the reaction was on the upper abdomen on the right side. The patient used desoximetasone cream to treat the itching and irritation. The patient was unable to provide information about when the desoximetasone cream was prescribed. At the time of contact, it was indicated that the patient¿s condition was fine. No additional event or patient information is available.